Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Device won't switch on.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 29th june 2015. On receipt of the device, the device would not connect to the pc via usb, therefore, the history and memory logs could not be downloaded. This indicates a fault. A visual inspection of the device revealed that the screws were rusted and the +ve battery pogo pin was heavily corroded heavy corrosion on multiple critical circuits on the pcba had resulted in the reported fault of not switching on. This would also indicate the device had been stored in the presence of moisture.

Event description:
No patient involved. Device won't switch on.